Event description:
It was reported that after a da vinci-assisted myoma enucleation surgical procedure, the tenaculum forceps instrument had a loose wire. The procedure was completed with no reported injury using backup instrument of different kind. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgery date was (B)(6) 2023 and the surgery type was a myoma enucleation da vinci.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps was analyzed and reported failure was confirmed. Failure analysis found broken pitch cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The root cause is attributed to a component failure. The complaint regarding loose wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.